Event description:
Stago star evolution coagulation instrument failed to detect no reagent for partial thromboplastin time (ptt). Test was completed even with no reagent. Results were not correct. Product: this is a laboratory instrument that has been in use for over 1 year. This even occurred on one occasion as far as we know. The service engineer from the vendor (B)(4) was able to duplicate the error after arriving on site.